Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (approximately 300 mg/dl) and a bolus via the pump was delivered to address the bg level. The high bg was due to the pump settings needing to be "fine tuned". Also, the customer's healthcare provider advised the customer to deliver the meal bolus prior to the meal; however, the customer delivered the bolus after a meal was consumed. The customer was to discuss the adjustment of the pump settings with a healthcare provider.